Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer head's cable to be damaged and it was therefore replaced. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the radio frequency programmer head which was returned along with the programmer as an associated device, subsequently tested out of specification during manufacturer's analysis.